Event description:
The customer reported blood glucose, carbohydrate intake and insulin history as follows: see scanned table. He checked for ketones and they were present and he decided to deactivate the pod. Upon removal he noticed the tip of the cannula was bent upward.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.